Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.00/1.00/82 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive suprise has been observed. Reportedly, "patient underwent surgery on (B)(6) 2023, the next day she had va 0.4. In the revision of (B)(6) 2023, she still had va 0.4 with residual refraction of +1.00-0.75x165 va 1.0. At the last examination on (B)(6) 2023, she has a +1.25-1.00x165 av 1.0. Lens is at 163." The problem was not resolved.